Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak after stopping treatment. In drain 2 of 4 there were two air detected in cassette warnings. There were also draining slowly messages. The patient stopped treatment. Fluid was discovered during step 9 remove cassette. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from an unknown source. Patient was advised to allow the cycler to air dry before using for next treatment. In a follow up, the patient's pdrn verified the fluid leak event and said the patient did not have any harm, intervention or adverse event associated with the fluid leak. The patient let the cycler air dry overnight and has been using it since with no further issues. The cycler set is not available to return as a complaint sample.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak after stopping treatment. In drain 2 of 4 there were two air detected in cassette warnings. There were also draining slowly messages. The patient stopped treatment. Fluid was discovered during step 9 remove cassette. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from an unknown source. Patient was advised to allow the cycler to air dry before using for next treatment. In a follow up, the patient's pdrn verified the fluid leak event and said the patient did not have any harm, intervention or adverse event associated with the fluid leak. The patient let the cycler air dry overnight and has been using it since with no further issues. The cycler set is not available to return as a complaint sample.